Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant had to be removed due to a screw that had fractured and was unable to be removed from the implant. It was not indicated if patient will return for additional appointments. Tooth number was not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvt6b10) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads due to usage (images 1 ¿ 3). Functional testing could not be performed since fragment of the screw was stuck in the implant drive feature. No pre-existing conditions were noted. The reported devices had been placed on an unknown tooth #14 (universal) for approximately 1 year. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed since the lot / item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review for the lot (1226646) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1226646) for similar events or complaints and only one complaint was found ¿ (B)(4). Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".